Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: patient receiving mgso4 infusion as electrolyte replacement, but almost immediately after initiation began to alarm air in line, despite being initiated following manufacturers recommendations and ensuring IV fluid was not cold. Nurse tried to advance air more than 5 times with no resolution, both tapping and not tapping tubing, and a couple times removing tubing from machine to ensure no air was trapped behind the door. No significant air was ever advanced, nor any significant air bubbles present behind door when opened. But despite this, air alarms were ongoing. This resulted in loss of medication during the purging process so patient did not receive his proper dose of mgso4. This patient was a cardiac patient with an ongoing stemi so mgso4 is an extremely important electrolyte replacement for him.